Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.208¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure was typically attributed to mishandling or misuse. A review of the device logs for the harmonic ace (part# 480275-08/ lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on 07-apr-2022 via system serial# sk2651. There were 0 use remaining after this last usage. Review of the provided image is consistent with the alleged complaint of broken blade. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the instrument damage could result in a fragment fall inside the patient was attributed to user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace (ha) instrument blade was broken. The instrument was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of a fragment falling while it was used within the patient. The patient did not return to the hospital.